Event description:
It was reported that the drill became hot during an oral surgery. There was no user or patient injury alleged with this event. The procedure was able to be completed with this same drill.

Manufacturer narrative:
The product was returned to the manufacturer. The investigation indicates a broken or worn component. Several other components were replaced as preventative maintenance and the device was returned to the customer.